Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the first testing was ok, but the last one had 8 channels with status hi. The first hi channels appeared in (B) (6) 2005, then the number increased overtime.